Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient manages her diabetes with insulin (self-adjuster); however, the patient does not use an insulin pump and does not use the pump function feature on the subject meter. On (B)(6) 2012 (time unknown), after reportedly obtaining an unknown blood glucose reading with the subject meter, the patient removed the used test strip from the meter and noticed that her blood glucose reading was flashing on the meter's display. According to the csr's documentation, the patient then reinserted her used strip back into the subject meter and obtained the reported error 2 message. As a result of the alleged meter issue, the patient reportedly did not trust the subject meter and discontinued testing with the meter. The patient denied testing her blood glucose with another device. According to the csr's documentation, the patient continued with her insulin regimen; however, she guessed as to how much insulin to take and also reduced how much she ate. Subsequent to the alleged meter issue, the patient claimed two days later (on (B)(6) 2012; at approximately noon) she developed a symptom of sweating and reportedly received treatment of food and drink from her friend. The patient reportedly felt better at an unknown time later. During troubleshooting, the csr trained the patient to set the meter's pump communication feature to "off", educated the patient on the meaning of the error 2 message, and advised the patient not to reinsert a used test strip into the meter. The patient successfully obtained a blood glucose reading while on the phone with the csr and the alleged meter issue was resolved. Replacement products were sent to the patient. Although there is no evidence that the subject meter was working improperly and that alleged issue was a result of the patient reinserting a used test strip into the meter (user error), this complaint is being reported because the patient claims she did not test her blood glucose with the subject meter due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.